Manufacturer narrative:
The lot numbers for both malfunctions were not provided, therefore, lot history reviews were not performed. The samples were not returned for either malfunction, however, medical records were provided for review. One malfunction is confirmed for tilt and retrieval difficulties and the other malfunction is confirmed for retrieval difficulties and inconclusive for tilt. The definitive root causes could not be determined. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove and tilt. The information was received from various sources. The malfunctions involved patients with no reported patient injury. One patient is a (B)(6) old male who weighs 92 kgs. The other patient is a (B)(6) old male, whose weight was not provided.